Event description:
It was reported the bronchovideoscope's image cannot be displayed. The issue occurred during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d10, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. However, there was an e315 error upon start-up. Based on the results of the investigation, and since the reported device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It is likely the following led to the e315 error malfunction: identified stress problem; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.